Manufacturer narrative:
Report source: united kingdom.

Event description:
Information was received that a smiths medical bivona pediatric tracheostomy tube trach was not inflating and if it does inflate, it is asymmetrically. No adverse patient effects were reported.